Event description:
Hcp reported the pt had their medications changed to morphine and bupivicaine in the pump. Pt became weak and was admitted to the ICU with a pulmonary embolus and bilateral deep vein thrombosis. One to two weeks later pt became disoriented and went to the emergency room where pt required intubation. A cat scan of their head was negative. Pt was given narcan in the ICU and became responsive. The ICU physician felt the pt had been overdosed. However, the pump residuals were exactly as expected and studies on the pump indicated it was functioning properly. The bupivicaine level drawn 4 days after the episode came back under the normal level. The pt's hcp does not feel this was an overdose and sent the medication in the pump to be tested. The pt is reported to be okay presently, was seen in the office the morning in 10/2002 and was fine. The pt is requesting a new pump.